Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during an intraocular lens implant procedure, the injector did not advance properly/lens stuck in wound. The surgeon did enlarge incision to advance second lens in the initial procedure. No patient harm was reported. Additional information has been requested.